Manufacturer narrative:
The field service engineer (fse) was dispatched to address the reported event. The fse removed both main hybrid tip chutes and cleaned them. The customer performed daily check and ran quality controls. All results were within specification and without any errors. Fse verified that the tips were being attached and removed off without any problems. The instrument is functioning as intended and was released. No further action is required by the fse. The aia-2000 instrument, serial number (B)(4) was installed on the (B)(6) 2017. A complaint history review and service history review for similar a complaint was performed from (B)(6) 2017 through aware date the (B)(6) 2018. There were no similar complaints found during the searched period. The aia-2000 operator's manual, appendix 4: error messages, states the following: the 2061 tip detachment failure by main arm. Cause: a tip was detected by tip detachment check. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. The 2151]hybrid arm /cup transfer cup pickup failure. Cause: the cup-gripping sensor failed to detect a cup after the cup pickup operation was performed. Solution: contact tosoh service center or local representatives. The most probable cause of the reported issue was due to a blocked waste tip chute. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
The customer reported receiving error 2061 tip detachment failure by main arm and 2151 hybrid arm /cup transfer cup pickup failure on their aia-2000 instrument. The technical support specialist requested the customer to open the sorter, customer found two tips which were removed. Also customer noticed that the cups are jammed but was unable to reach them to remove them. Field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of afp patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. A review of the device history record (DHR) was conducted for serial number (B)(4), which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event.